Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 51-107130, tprlc 133 mp type1 pps ho 13.0 m t1, lot#: 6012740. Catalog#: 51-100080, tprlc 133 fp type1 pps so 8.0, lot#: 3508714. Catalog#: 51-103160, tprlc 133 t1 pps so 16x152mm t1, lot#: 3920869. Catalog#: 51-104150, tprlc 133 t1 pps ho 15x150mm 0mm, t1 lot#: 3838103. Catalog#: 51-145160, tprlc xr mp t1 pps 16x117mm 117mm, t1 lot#: 6137915. Catalog#: 51-105140, tprlc xr t1 pps 14x148mm mm t1, lot#: 3856301. Catalog#: 51-105160, tprlc xr t1 pps 16x152mm mm t1, lot#: 3861572. Catalog#: 51-106200, tprlc 133 mp type1 pps so 20.0 1, lot#: 3832675. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05051, 0001825034-2019-05053, 0001825034-2019-05055, 0001825034-2019-05056, 0001825034-2019-05058, 0001825034-2019-05059, 0001825034-2019-05061, 0001825034-2019-05063.

Event description:
It was reported that upon incoming inspection there was debris in the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The following sections were updated/corrected updated: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. The event is confirmed with product received. Visual inspection of all returned units identified white foam debris that was separated from the foam padding within the sealed sterile cavities. The sterile seals remain intact. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause of the reported issue is attributed to transit damage. A corrective action was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.